Event description:
A report was received that during a trial procedure, the physician punctured the patient's dura. The physician noted that fluid was coming out of the insertion needle, followed by the patient having a severe headache. The patient was given sentinel and caffeine IV. The patient is reportedly doing well following treatment.